Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's provider that the customer has passed away. The provided was not sure if the customer was wearing their insulin pump or not, because the customer had not gone back since her last year's training on the insulin pump. The provider reported that "the customer had gone into dka (diabetic ketoacidosis) at home, but coded at home when the paramedics arrived, went into a coma, and died later at the hospital." The insulin pump information used on this medwatch report is the last known insulin pump that was issued to the customer. The date of death is also not confirmed. Attempts have been made to contact the customer's family. One phone number has been disconnected and voicemails have been left on the second phone. A callback request letter has been sent. No further information is available at this time.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
Insulin pump was received with the act and down button unresponsive. Unable to determine the root cause due to pump preservation. The device passed all functional testing included the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. Unable to determine any a alarms due to corrupted history file. Cracks to display window, reservoir tube lip and a scratched lcd window also noted.